Event description:
It was reported that the foley catheter kinks off at entrance into urine meter which obstructs the flow of urine that has resulted in patient retention/harm. Patient experience retention due to foley catheter obstruction, which caused the patient to retain over 1000 mls of urine. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.